Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data.

Event description:
It was reported that the patient developed a rash from the 63b electrodes and the cover patches. The patient is treating a nondisplaced fracture of the shaft of the left clavicle. The patient stated she is experiencing pain, burning, and itching. The patient said her skin is red and bruised. The patient used an over the counter medication to treat the itchiness. The patient reached out to her doctor and made an appointment. The patient's doctor advised that she had an infection. The doctor prescribed two medications to treat the infection. The patient followed up with her doctor again. The doctor advised she can discontinue treatment because her fracture is almost completely healed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: orthopak assembly: catalog: #1067718, serial: # (B)(4). Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00057.

Event description:
It was reported that the patient developed a rash from the 63b electrodes and the cover patches. The patient is treating a nondisplaced fracture of the shaft of the left clavicle. The patient stated she is experiencing pain, burning, and itching. The patient said her skin is red and bruised. The patient used an over the counter medication to treat the itchiness. The patient reached out to her doctor and made an appointment. The patient's doctor advised that she had an infection. The doctor prescribed two medications to treat the infection. The patient followed up with her doctor again. The doctor advised she can discontinue treatment because her fracture is almost completely healed. It was reported that no further information is available.